Event description:
The customer reported that the automated compression arm failed to charge its battery pack, rendering the device inoperable. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.